Event description:
The customer reported the fluoroscopic image was degraded effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.